Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument was inspected when opened onto the sterile field, and there were no signs of damage. The clip was loaded without issue. The instrument was placed in the patient and the clip was applied. After the clip was applied correctly, there was a ¿pop¿ noise heard. No pieces came off of the instrument. The device was inspected after it was removed from the patient and a cable at the end appeared to be loose. The surgeon did not have a problem placing the first clip. The jaw of the clip applier would not work after the ¿pop¿ was heard, (i.e. A new clip could not be loaded). The clip used was a weck medium/large 544230. The clip was applied to a bile duct during a cholecystectomy. The clip was appropriately sized. The issue occurred after the first clip application of the clip applier during the procedure. The clip applier was taken out of service. A second clip applier was used to complete the procedure. There are no photos or video.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to have a loose grip cable at the distal end. The housing was removed, and the instrument was also found to have a dislodged grip cable. The yaw motion may be non-intuitive as a result. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis also found additional observations not reported by site: signs of corrosion were found on the instrument bearings and the clamping pulley. Bearing found at the proximal end of the main tube exhibits orange discoloration. Clamping pulley exhibits orange discoloration.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier held a clip appropriately when being used the first time during procedure. The customer heard a popping noise and noticed on the video screen that the cable was loose at the tip while the instrument was still inside the patient. The instrument was removed from use. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.